Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found c-34 errors at startup. Fse unplugged both external foot pedals to ensure they were not causing the issue. The issue persisted and the fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Erbe was analyzed and the customer reported complaint was confirmed. A review of the logs found the reported error confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was placed on a well-known system and on startup displayed error c-34. The unit will be returned to the original equipment manufacturer for additional analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error c-34 on the integrated electrosurgical unit (iesu) or erbe. The customer replaced the energy cables, tried both energy ports, and hard power cycled the erbe, but the issue remained. The technical support engineer (tse) advised the customer to connect a force triad generator for energy, and the customer stated that the clinical sales representative (csr) was on the way to assist with connecting the force triad. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system had initially powered on without errors or functional issues. The surgeon was able to complete the case with the use of a synchroseal instrument.